Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the battery cap on the insulin pump was stripped and could not be removed. Customer's blood glucose was over 500 mg/dl. Troubleshooting was performed and customer was unable to remove the battery cap. It was advised that the customer discontinue use of the device if the battery was low and to revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.